Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident was 14.4 mmol/l. She stated that they had done two complete set changes and insulin would not go through the tubing. During troubleshooting, it was advised to remove the reservoir from the insulin pump push insulin with plunger; insulin did not exit the reservoir. The customer did not have extra sets to test. She would revert to manual injections until receiving supplies. The reservoir will be returned for analysis.